Event description:
It was reported that an external pulse generator (epg) would not stay on or continue to pace after the battery was removed. The epg was returned to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).